Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6) 2020. Patient did not set the ipg to surgery mode as recommended. Thereafter, the ipg failed to establish communication with external devices. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Surgical intervention may take place to address the issue.